Event description:
The right side of the rollator allegedly opened up more than it should have, causing the consumer to lose his balance and fall. No injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.